Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01864. Concomitant medical products: tibial articular surface inserter item# 42529900100 lot# unknown. Report source- (B)(6). No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the articular surface inserter fractured. The patellar femoral drill also fractured due to the patient¿s bone being very hard. Attempts to obtain additional information have been made; however, no more information is available.